Event description:
A customer had contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not provide defibrillation therapy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not provide defibrillation therapy. The cause of the reported issue was determined to be due to a detached capacitor connector, j18. The customer was provided with a replacement device.